Manufacturer narrative:
S.w version 4.10c. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged pump error 63 alarm and was hospitalized for high bgs and dka found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6) customer returned pump for an alleged battery cap cracked/damaged and blank display found on (B)(6) 2021. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. The pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08870 inches. However, pump error 63 alarm during self test. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 03-sep-2021, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 03-sep-2021 listed on smart solve. Daily total of all insulin delivered = 26.25. Daily total of basal insulin delivered = 18.25. Daily total of bolus insulin delivered = 8. On (B)(6) 2021 18:38:38.000 normal bolus delivered. Bolus programming method = bolus wizard. Bolus amount delivered = 8. In further full review of the pump history/traces on the event date of 03-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 03-jul-2023 listed on smart solve. Daily total of all insulin delivered = 119.6. Daily total of basal insulin delivered = 79.5. Daily total of bolus insulin delivered = 40.1. On (B)(6) 2023 06:02:24.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 10.9. Bolus amount delivered = 10.9. On (B)(6) 2023 07:13:30.000 normal bolus delivered. System time: on (B)(6) 2023 07:13:30.000. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.3. Bolus amount delivered = 4.3. On (B)(6) 2023 10:17:16.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 11.1. Bolus amount delivered = 11.1. On (B)(6) 2023 15:20:34.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 13.8. Bolus amount delivered = 13.8. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event dates 03-sep-2021 and 03-jul-2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 20:12:00.000. On (B)(6) 2023 06:24:00.000. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2021 01:13:48.000. On (B)(6) 2021 01:23:00.000. On (B)(6) 2023 10:26:11.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 05:18:33.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event dates 03-sep-2021 and 03-jul-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert on (B)(6) 2023 06:24:00.000 was expected since the battery in the pump is low on power. The customer may have used a low power battery. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 7:11:00 am. There was no power data available for the dates on (B)(6) 2021. Unable to check power data for low battery alert and power loss alarm. No unexpected low battery alert and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:24:18.000 alarm alert notification fault number = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump error 63 alarm (variable info = 03) was recorded and found in the formatted history file on: (B)(6) 2023 10:34:50.000. On (B)(6) 2023 11:36:14.000. On (B)(6) 2023 11:40:42.000. On (B)(6) 2023 11:57:32.000. On (B)(6) 2023 10:09:38.000. Pump error 4 alarm (file number: (B)(4), line number: 2773) was recorded and found in the formatted history file on: (B)(6) 2023 11:36:12.000. Pump error 4 alarm (file number: (B)(4), line number: 2773) was the consequence of pump error 63 alarm. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued on self test. The pump passed the self test. No unexpected pump error 63 alarm noted when using the test case. Pump error 63 alarm (variable info = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. Battery cap cracked/damaged was not confirmed, however, battery cap contact missing/damaged was confirmed. Retainer ring damage (a cracked retainer) was confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump error 4 alarm was confirmed due to pump error 63 alarm. Pump error 63 alarm (variable info = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 574 mg/dl, hardware low-level failures (pump error 63) alarm, diabetic ketoacidosis, and treated with hospital. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was not used the auto mode feature. The customer was able to clear the alarm, and the customer was unable to rewind the pump. No further patient complications were reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue the use of the pump and the pump will be returned for analysis.